Event description:
It was reported in an article titled "osteoporotic vertebral compression fractures with an intravertebral cleft treated by percutaneous balloon kyphoplasty" that: a total of 27 patients (17 women and 10 men) underwent balloon kyphoplasty between (B)(6) 2003 and (B)(6) 2006. All patients tolerated the procedure well. No major peri-operative complications were recorded. Asymptomatic leakage of cement into the paravertebral vein occurred in one patient and leakage into the intervertebral disc in another patient. Per followup with the author: the cement was injected into the vertebrae before reaching a doughy state. It is not believed that the leakage was due to the cement. It may be related to the vertebral fracture type and the operation techniques. No additional information was reported. Note: hv-r bone cement is not currently distributed in china.

Manufacturer narrative:
Report source: article titled "osteoporotic vertebral compression fractures with an intravertebral cleft treated by percutaneous balloon kyphoplasty", by g. Wang, h. Yang, k. Chen. Method: device not returned; followed up with author.